Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent was opened for use in a procedure on (B)(6) 2018. According to the complainant, it was noticed that there was a crack/tear in the part of the opening seal. The device was not used. There were no patients or procedure involved in this event. Attempts to gain additional information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.